Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monitor fell. The nurse needed no treatment and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: monitor fell and hit the nurse not sure if it was installed incorrectly or if something else caused it the nurse was hit but not sure how bad the nurse is hurt at this time the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the screws were not tightened, improper installation or the monitor go dropped during transport. Manufacture date is not known.

Event description:
It was reported that the monitor fell. The nurse needed no treatment and the procedure was completed successfully.